Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting and the customer indicated they will install another battery in the pump to see if that resolves the alarm. Troubleshooting advised the customer on what kind of batteries to use for the pump. Customer does not want to return the product for analysis and will call back if issues persist. No further details given.